Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial tray catalog #: ni lot #: ni g2 - report source - foreign: event occurred in australia the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03752 0001822565-2023-03754 0001822565-2023-03755 h3 other text : investigation incomplete

Event description:
It was reported that the patient underwent patella surfacing to address pain approximately thirty-one (31) months following left knee arthroplasty. Attempts have been made, however, no additional information is available.

Event description:
It was reported that the patient underwent resurfacing of the natural patella to address pain and wear to the lateral facet and was implanted with a poly patella component. No devices were removed during this procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to lack of proficient information; no product was returned or images provided. Analysis of production records not performed as this device is not believed to have contributed to the reported event. Medical records were provided and reviewed by a healthcare professional which identified a poly patella implanted with no complications and worn lateral facet of native patella. A definitive root cause could not be determined. Upon further assessment of this event, this device did not cause or contribute to the reported event and is thus deemed non-reportable by zimmer biomet. The initial report should be considered void. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.